Event description:
The user reported that the wire came apart or uncoiled. Several attempts have been made to obtain more information for this event on (B)(6) 2012. No additional information has been provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The suspect device is not expected to be returned for evaluation. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.